Manufacturer narrative:
The pump passed displacement test, rewind, basic occlusion test, prime, excessive no delivery test and occlusion test. The motor was tested outside of the device and passed. There was no motor error alarm noted. The pump passed all operating currents tested with in the spec range and passed off no power test and unexpected restart error test. The pump was received with cracked reservoir tube lip, cracked case near display window corners, and severely scratched display window noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's device was alarming for motor error. It was reported that the customer's blood glucose level was unknown. It was reported that troubleshoot was conducted, and the device was able to rewind and passed the displacement test. It was reported that the customer had received multiple alarms. It was reported that the device would be replaced and returned for analysis.